Manufacturer narrative:
Batch review performed on 05 july 2021: lot 164175: (B)(4) items manufactured and released on 26-aug-2016. Expiration date: 2021-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other devices involved: batch review performed on 05 july 2021: gmk-revision 02.07.0684l revision fixed tibial tray cemented size 4 l (k123721) lot 156848: (B)(4) items manufactured and released on 08-feb-2016. Expiration date: 2021-01-23. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Gmk-revision 02.07.0412scf fixed tibial insert sc size 4/12mm (k103170) lot 165093: (B)(4) items manufactured and released on 12 october 2016. Expiration date: 2021-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. Another similar event has been reported on this lot since 2017.

Event description:
The patient had a primary right knee surgery on (B)(6) 2018. On (B)(6) 2020, the patient came in reporting instability and the cause of the instability was unknown. The surgeon revised the femoral component, tibial tray, and insert. The surgery was completed successfully. Presently, on (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.